Manufacturer narrative:
Investigation summary: it was reported the scale is missing on the barrel of the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe barrel has imperfections on the scale printing, but these are considered acceptable imperfections. No other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot number 0031379. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe was missing scale markings. The following information was provided by the initial reporter: missing scale on syringe's barrel bd 30ml syringe luer-lok tip.